Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that both of the patient's lead had fractures. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient was experiencing loss of stimulation due to high impedances. Lead fracture was suspected, but not totally confirmed. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that both of the patient's lead had fractures. The patient will undergo a revision.